Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had urinary tract infection by using the purewick female external catheter and doctor suggested not to use the product. Representative provided instructions on placement of the wick and reshaped them by bending into the letter u. The patient had been using products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event is inconclusive, due to lack of information. A potential root cause of failure is inadequate material selection/materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable. 1 female external catheters (wick) in unopened packages were returned. Sample size = 1. No visual defects were noted on all returned wicks. All wicks were inspected and found that all were assembled correctly, and no foreign matter was observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient had urinary tract infection by using the purewick female external catheter and doctor suggested not to use the product. The representative provided instructions on placement of the wick and reshaped them by bending into the letter u. The patient had been using products for less than 90 days. Per follow-up via phone on 26feb2022, the customer had some of the wicks left that patient was using at the time of reaction (urinary tract infection). The lot number was myfr3178. It was unknown what medical intervention was provided for urinary tract infection.